Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant would not seat in the tibial base plate.

Manufacturer narrative:
Visual examination of the articular surface confirmed that the dovetail feature appears to be compressed on one side and slightly flared out on the other and the rail was damaged on the posterior side as a result of removal of the implant. Scratches can also be noted at various places on the device. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to the surgical technique. No other complaints of this nature have been received for this part and lot combination and no other complaints of this nature have been received for this surgeon.